Event description:
During a coronary angioplasty when the plunger on the inflation syringe was pulled back, the angioplasty balloon did not deflate immediately. The balloon eventually deflated. No harm or injury occurred as a result of this event. This report represents the second of two incidents reported at the same time to merit medical systems by the same hospital. The hospital could not provide details about the two incidents.

Manufacturer narrative:
Because the actual device involved in the incident was not returned, and the lot number was not identified, merit is unable to perform a follow-up investigation. Review of the complaint history log revealed no other reportable events associated with this catalog number for this event type. This is an unusual event, however, merit will continue to monitor events of this type to ensure that no increasing trends occur.